Event description:
Additional information received: the cath lab technician is trained in the use of the perclose proglide device.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality deficiency.

Event description:
It was reported that an arteriotomy closure of a moderately calcified common femoral artery was attempted using a perclose proglide device after a superficial femoral artery angioplasty interventional procedure. Reportedly, a cuff miss occurred. A second perclose proglide device was used with the same results. There was difficulty removing the second proglide device. Hemostasis was achieved by applying manual arterial compression. The cause was determined to be a very high stick in the inguinal ligament. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It is unknown if the cath lab technician is trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4): reportedly, a high stick in the inguinal ligament occurred. Per the instructions for use, do not use the perclose proglide smc system if the puncture site is located above the most inferior border of the inferior epigastric artery (iea) and/or above the inguinal ligament based upon bony landmarks, since such a puncture site may result in a retroperitoneal hematoma. Perform a femoral angiogram to verify the location of the puncture site. The other perclose proglide device is being filed under a separate medwatch MFR number. The customer reported the device was discarded. A follow-up report will be submitted with all additional relevant information.